Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated into organ(s). The device has not been removed after attempted but unsuccessful percutaneous removal procedures. Detached limb(s) reportedly are in the right kidney; however, there were no reported attempts made to retrieve the detached limb(s). The patient reportedly experienced pulmonary embolism post filter implant and thrombus above the filter; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organ(s). The device has not been removed after attempted but unsuccessful percutaneous removal procedures. Detached limb(s) reportedly are in the right kidney; however, there were no reported attempts made to retrieve the detached limb(s). The patient reportedly experienced pulmonary embolism post filter implant and thrombus above the filter; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, inferior vena cava (ivc) filter was located at the level of t12-l1 intervertebral disc space. The inferior vena cava (ivc) filter legs project beyond the inferior vena cava (ivc). The legs encroach or abut on structures, but no structures are pierced by the legs. The tilt of the inferior vena cava (ivc) filter is within normal parameters that is less that 15 degrees. Based on the image review, the perforation of the inferior vena cava (ivc) can be confirmed. However, the filter tilt is unconfirmed as the image review states that' tilt was less than 15 degree. Approximately, six months of post deployment, filter removal procedure was performed. Scout demonstrated tilting of the filter by approximately 39%. Percutaneous access to the right internal jugular vein in the right neck was obtained with a micropuncture needle, followed by placement of a 5 french vascular sheath, using seldinger technique. A 5 french flush pigtail catheter was advanced into the inferior vena cava. No filling defects were noted within the filter. However, the tip of the filter was noted to be within the wall of the medial inferior vena cava. Over an 035 guidewire, the 5 french vascular sheath was exchanged for a kmp catheter and then a c2 cobra catheter. Attempts to straighten the filter were unsuccessful. Around, six years and seven months later, computed tomography of abdomen and pelvis with intravenous contrast was performed and result showed that the superior extent of the inferior vena cava filter was at t12-l1, and the inferior extent of inferior vena cava filter was at mid l2 vertebral body. A total of six prongs have perforated the inferior vena cava. The head of the inferior vena cava filter had perforated the inferior vena cava filter. A single prong extended into the right kidney and maximum distance prongs perforated was 15 mm. Coronal images showed 11-degree tilt right to left and sagittal images showed 9-degree tilt anterior posterior. Diameter of inferior vena cava directly above the filter was 22 mm x 17 mm. There was fracture of one of the inferior vena cava filter prongs. A prong perforated the right kidney. Around, six months later, filter removal attempt was performed again. Imaging demonstrated that superior vena cava filter was tilted and appeared that the tip of the filter was embedded within the inferior vena cava wall. There was also one leg of the filter that was facing in a cephalad direction. This filter leg was entirely disconnected from the main body of the filter. The venacavogram revealed that there was a thrombus above the filter and then the thrombus was removed. Followed by the patient experienced chest pain and found to have pulmonary embolism (pe), due to the retrieval attempt. Therefore, based on the image review and medical record, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter limb detachment, retrieval difficulties, material deformation. Additionally, it can be confirmed that the patient experienced thrombus above the filter and pulmonary embolism (pe) post deployment. However, the relationship with the filter is unknown. However, the investigation is unconfirmed filter tilt, as the medical record and image review states that, "the coronal images showed 11-degree tilt right to left and sagittal images showed 9-degree tilt anterior posterior". Per medical records, multiple retrieval attempts had contributed to pulmonary embolism (pe) post implantation. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated into organ(s). The device has not been removed after attempted but unsuccessful percutaneous removal procedures. Detached limb(s) reportedly are in the right kidney; however, there were no reported attempts made to retrieve the detached limb(s). The patient reportedly experienced pulmonary embolism post filter implant and thrombus above the filter; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history review (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were provided. Medical records were provided and reviewed. Approximately seven months post deployment, patient visited hospital for filter removal. Scout film revealed that the filter was tilted also the tip of the filter was noted to be within the ivc wall, an attempt was made to straighten the filter was unsuccessful. Seven years followed by that; CT scan revealed that the filter was tilted, and the apex of the filter was embedded in the ivc wall. Also, few of the filter limbs were perforated outside the ivc wall. Following year, patient visited for filter removal. Imaging technique revealed that one of the filter limbs was disconnected from the filter. Another unsuccessful attempt was made to straighten the filter and dislodge the tip of the ivc wall. The vena cavogram revealed that there was a thrombus above the filter and then the thrombus was removed. Followed by the patient experienced chest pain and found to have pe, due to the retrieval attempt. Therefore, the investigation is confirmed for filter tilt, filter limb perforation, filter limb detachment and retrieval difficulties. Based on the provided images, the ivc filter legs project beyond the ivc. The legs encroach or abut on structures, but no structures are pierced by the legs. The tilt of the ivc filter is within normal parameters that is less that 15 degrees. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt as the angulation is less that 15 degrees. Additionally, it can be confirmed that the patient experienced thrombus above the filter and post implant pe; however, the relationship with the filter is unknown. It was reported that the patient was pregnant at the time of deployment ; therefore the patient factor may have affected the stability of the filter. Per medical records, multiple retrieval attempts had contributed to pe post implantation. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history review (DHR) could not be performed as the lot number is unknown. Investigation summary: the medical records allege that a bard g2 ivc filter was successfully deployed due to deep vein thrombosis. The patient was pregnant at the time of ivc filter placement, so a decision was made to place a suprarenal ivc. Approximately after seven months, it revealed there was a residual non occlusive thrombus in the left common femoral vein and tilting of filter by approximately 39%. Further it was found that the tip of the filter was noted to be within the wall of the medial inferior vena cava and attempts were made to straighten the filter but were unsuccessful. Approximately after seven years, CT scan noted the ivc filter is noted in the infrahepatic segment of the ivc, superior to the level of the renal veins. Filter was tilted by approximately 23 degrees and the apex was embedded in the ivc. A total of six prongs and the head of the filter perforated the ivc and a single prong extended into right kidney. Approximately eight years post deployment, an unsuccessful attempt to retrieve the filter was performed. During the retrieval procedure, it was found that the filter was tilted and the tip was embedded within the inferior vena cava wall. It was found that one leg of the filter was facing in cephalad direction. This filter leg was entirely disconnected from the main body of the filter. Several retrieval attempts were unsuccessful. Therefore, the investigation is confirmed for filter tilt, limb detachment, perforation and an unsuccessful retrieval attempt. It was reported that the patient was pregnant at the time of deployment; therefore the patient factor may have affected the stability of the filter. Multiple retrieval attempts may have contributed to pe after implantation. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated into organ(s). The device has not been removed after attempted but unsuccessful percutaneous removal procedures. Detached limb(s) reportedly are in the right kidney; however, there were no reported attempts made to retrieve the detached limb(s). The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.